Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged into the right atrium. The lead was explanted and replaced without problems. The patient was in good condition before, during, and after the procedure.